Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Medical records with implant stickers received that provided correct date of implant and identified that it was the right hip that was implanted/explanted. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time.

Event description:
Legal claim alleges a patient was revised. Reason for patients revision is unknown. Update litigation alleged the asr hip was explanted due to pain, difficulty ambulating, muscle loss and tissue destruction and excessive levels of chromium and cobalt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised. Reason for patient's revision is unknown.